Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for (2) unknown - screw cortex/unknown lot number. B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4).. Manufacturing location: (B)(6), manufacturing date: 25-jun-2012, expiration date: 31-may-2021, part #: 241.085s, lot#: 6964158 (sterile) - 3.5mm lcp clavicle hook pl 5h 15mm hook depth/59mm/lt-ster. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had surgery at (B)(6) hospital on (B)(6) 2016 to treat a left distal clavicle fracture. The surgery was performed by dr. (B)(6) and he used a synthes 5 hole left, locking compression plate (lcp) clavicle hook plate and 15mm hook depth. The patient had revision surgery on (B)(6) 2016 to treat a peri implant fracture. The fracture occurred near the most medial screw hole on the 5 hole plate, where the doctor had placed a locking and non-locking screw in the same combi-hole. It was reported that the patient allegedly rolled onto that shoulder while in bed and heard a pop. No information was reported on whether the patient had pain. An x-ray was taken that confirmed the fracture. Devices removed during the revision surgery include: the original 5 hole plate and screws, (2 cortical and 2 locking). The patient was revised to a 7 hole plate and 18mm hook depth. There were no further complications. Hardware will not be returned. Retained by hospital. This complaint involves (B)(4) devices. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.